Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The internal battery and pneumatic block were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Visual inspection of the pneumatic block revealed contamination. Review of the device data logs revealed internal battery degraded warning alarms and battery charger fault alarms. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination while internal battery degraded warning alarms and battery charger fault alarms were due to an isolated component failure within the device battery assembly. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in patient use when the reported event occurred.